Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. All other measurements were confirmed to be appropriate. This patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that out of range shock impedance measurements were an ongoing issue. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)